Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Stored ventricular tachycardia (vt) and non-sustained ventricular tachycardia (nsvt) episodes were noted via merlin.net. The first episode was detected in the vt-1 monitor zone and the episode ended with the same rhythm falling below detection. The device again detected a rhythm in the vt-1 zone in which the rhythm was a chaotic vt. Intermittent ventricular undersensing was observed due to small amplitude r waves falling after large amplitude r waves. There were further episodes of vt and nsvt as well as one ventricular fibrillation (vf) episode due to intermittent ventricular oversensing. Atp therapy was provided during the vf episode which did not convert the rhythm and hv therapy was aborted. The chaotic vt appeared to continue below the detection rate. No further therapy was provided per normal device function due to the rate not meeting an active detection zone.